Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 380 mg/dl. The customer was admitted to tthe hospital and treated with syringe. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call back when tubing clamp received to finish the troubleshooting.